Event description:
During preparation for a thrombectomy procedure, the physician noted that the penumbra system 5max ace reperfusion catheter was broken. The catheter was wrapped with plastic and was unwound. The device was not used on the patient.

Manufacturer narrative:
Result: the 5maxace reperfusion catheter is fractured approximately 29.0 and 91.0 cm from the hub. The locations of the breaks show evidence of material deformation and stretching. In addition, the break 29.0 cm from the hub has unwrapped internal support wire. Conclusion: the complaint has been evaluated. The compliant indicates that the 5maxace reperfusion catheter was broken upon removal from the packaging. Evaluation of the returned device confirmed fractures in the proximal catheter shaft. This damage was likely caused by improper handling of the device when attempting to remove it from the packaging hoop. If the proximal end of the catheter is torqued or bent at an angle during removal, the catheter shaft may stretch and fracture in these areas. These devices are 100% visually inspected for damage during packaging. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.